Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for cervical/neck and cervical radiculopathy. The patient noted having to charge too often. They started having to charge more often after a medical procedure. This had been occurring since (B)(6) of 2015. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.